Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed check settings. Customer's blood glucose was 124 mg/dl. Troubleshooting was performed. Alarm did not occur during rewind. Alarm occurred after setting time and date for the device, before the rewind process. No other alarms followed current alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.